Manufacturer narrative:
Reliability analysis, inspected 6 opened and used reservoirs and performed pre fill reservoirs test. Reservoirs and transfer guards passed per inspection, found no leakage anomalies during filling. Reservoirs connected and locked in place properly. (B)(4).

Event description:
Customer reported she cannot fill her reservoir from the insulin vial because it keeps leaking. Customer's blood glucose is 516 mg/dl. She changed her infusion set, but the leak occurred when she was filling the reservoir from the vial. Liquid is not visible in the battery compartment or lcd display. Customer is returning the reservoir and transfer guard for analysis. Nothing further reported.